Manufacturer narrative:
Additional information was received that the patient's ipg and lead extensions were replaced and the patient is doing well. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. The battery depleted within the typical ipg battery depletion rate. The device exhibited normal device characteristics. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed.

Event description:
A report was received that the patient was experiencing extreme pain at the ipg pocket site when charging the implant. The ipg is implanted in the left buttock and the pain commences within 5 minutes of charging and then travels down her leg. The pain also is brought on when palpating the ipg site. The physician assessed that the pocket is implanted at a normal depth. Analysis of the patient's database found no anomalies. The physician is considering a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was experiencing extreme pain at the ipg pocket site when charging the implant. The ipg is implanted in the left buttock and the pain commences within 5 minutes of charging and then travels down her leg. The pain also is brought on when palpating the ipg site. The physician assessed that the pocket is implanted at a normal depth. Analysis of the patient's database found no anomalies. The physician is considering a pocket revision to relocate the ipg.